Manufacturer narrative:
Date rec¿d by MFR : 22jul2019, date of report : 06aug2019. The customer found that the ventilator did not have enough oxygen flow which caused the exhalation valve test to fail. The customer confirmed that moving the ventilator to a different oxygen outlet/connection that provided enough oxygen resolved the problem. The ventilator successfully passed all testing and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator produced the exhalation valve test failure code. There was no patient or user involvement.